Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A DHR review is not required as the lot number is unknown. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The reported product number is unknown. The UDI number for this product is not available. H11 section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information the complainant reporter was unable or unwilling to provide any further patient product or procedural details to bd.

Event description:
It was reported that the nurse stated they were getting an alarm 15 unable to obtain stable patient temperature in an arctic sun device. They had checked the connections and confirmed the probe was still in place. Explained the erratic patient temperature alarm may be due to a short in the temperature probe or the cable. Had nurse flex temperature cable, patient temperature dropped to 19c and then went up to 34c. Suggested they swap the cable out and if they continue to receive the alarm, then change the probe.

Event description:
It was reported that the nurse stated they were getting an alarm 15 unable to obtain stable patient temperature in an arctic sun device. They had checked the connections and confirmed the probe was still in place. Explained the erratic patient temperature alarm may be due to a short in the temperature probe or the cable. Had nurse flex temperature cable, patient temperature dropped to 19c and then went up to 34c. Suggested they swap the cable out and if they continue to receive the alarm, then change the probe.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.